Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was recurrent incisional hernia. The procedure performed was mesh removal/repair of recurrent incisional hernia with mesh. The patient experienced surgical revision, excision, recurrence, serous fluid found in abdominal region, seroma, small bowel resection, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, seroma, recurrence, fibrosis, inflammation serous fluid found in abdominal region, mucosal necrosis and infection. Post-operative patient treatment included revisions, removal of mesh, drainage of seroma, small bowel resection, repair of hernia with mesh, dissection of bowel from hernia sac, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, seroma, recurrence, serous fluid found in abdominal region, and infection. Post-operative patient treatment included revisions, removal of mesh, drainage of seroma, small bowel resection, repair of hernia with mesh, dissection of bowel from hernia sac, and lysis of adhesions.